Manufacturer narrative:
(B)(4). Sv 3.0b on nov 15, 2021 customer returned pump for an alleged e22 and a32 alarm. Unit received alarming a32 followed by an e22 alarm. Unable to perform operating currents, self test, rewind test and displacement test due to a32 and e22 alarm. The following were noted during visual inspection: cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The original mother was removed and replace with a test mother board. No anomalies was notice after battery insert. Problem isolated to mother board.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was able to clear the alarm and did not received a request to rewind insulin pump. No harm requiring medical intervention was reported. The customer will discontinue use of the device.